Manufacturer narrative:
Result: control board and pin connector. Conclusion: improper cleaner used by customer.

Event description:
It was reported by service report that the beds had electrical problems due to cleaning agent being sprayed on the electrical connectors for the footboards. The beds had no scale functions. No patient involvement or adverse consequences were reported.